Event description:
It was reported that the patient had experienced palpitations and fluttering around the neck area. A clot was found in the left internal jugular vein. Patient was treated with an anticoagulant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.